Event description:
It was reported that stent dislodgement resulting to removal difficulties and stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. After the lesion was pre-treated with a 1.50mm rotapro burr, pre-dilation was performed with a 3.00mm nc balloon catheter. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, while attempting to deliver the device to the lesion, the stent dislodged from the balloon, remained stuck and was mangled inside of a 6f non-boston scientific guide catheter. The guidewire and the catheter was removed safely as one unit with the stent still inside of the catheter and the procedure was completed with a 3.00x15mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
The synergy xd mr us 3.00 x 48mm stent delivery system was returned for analysis along with a 6f non-boston scientific guide extension catheter. A visual examination of the stent found that the stent was detached from the device. The stent was found to be lodged in the tip of the catheter and was removed without issue. Once removed, it was noted that the stent was stretched and damaged along its entire length. The stent outer diameter at the time of manufacturing within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. Crimp markings were evident on the balloon wall. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement resulting to removal difficulties and stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. After the lesion was pre-treated with a 1.50mm rotapro burr, pre-dilation was performed with a 3.00mm nc balloon catheter. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, while attempting to deliver the device to the lesion, the stent dislodged from the balloon, remained stuck and was mangled inside of a 6f non-boston scientific guide catheter. The guidewire and the catheter was removed safely as one unit with the stent still inside of the catheter and the procedure was completed with a 3.00x15mm non-bsc stent. No patient complications were reported.